Manufacturer narrative:
Trackwise # (B)(4). Device discarded

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000291464 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(6). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had broken insulation on the jaws. The device was replaced with a new device and the procedure was completed without any problems. No harm to the patient.